Event description:
It was reported that the patients ipg would not charge and had communication issues with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232, sn: (B)(6). The returned ipg was analyzed, and a review of the charging log showed a low charge current which was an indication of sub-optimal charging. This resulted in a low battery voltage and the thermistor being triggered, which were known factors that may contribute to charging difficulty and communication issues. However, a labeling review found that the user is instructed to make sure the charger is well ventilated and centered over the stimulator. The user likely did not have proper alignment and ventilation of the charger and stimulator during charging.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg would not charge and had communication issues with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively.